Event description:
The backflow valve of this device failed; allowing the secondary IV fluids to free flow into the primary bag. This resulted in an underinfusion to the pt. The medication underinfused is unknown.